Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was replaced because it was eroding through the skin. It was noted a new ins was implanted. It was noted the patient was in a ¿little pain.¿

Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3487a-45, lot# j0546836v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-45, lot# j0546836v, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial: (B)(4), product type: programmer, product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).